Manufacturer narrative:
The malfunction was consistent with fibrin in the sample probe causing an abnormal reaction. The investigation could not identify a product problem. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a cea value of 34 ng/ml and this value was reported outside of the laboratory. The sample was repeated twice, resulting with values of 4 ng/ml and 4.2 ng/ml. The patient usually has cea values of 3 - 4 ng/ml. The cea reagent lot was 464158, with an expiration date of 31-aug-2021.